Event description:
It was reported that an asymptomatic patient was presented in the clinic for a routine follow-up. The implantable cardiac monitor exhibited backup operation and was unable to be interrogated. A software download was unsuccessful. On 10/2/2013, the device exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which likely contributed to the reported event.